Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis. Customer was hospitalized after changing their set and attempting to treat with a manual injection. Customer's blood glucose was 372 mg/dl at the time. Customer's current blood glucose was 128 mg/dl. Customer changed the set and their blood glucose did not come down. Customer treated with a manual injection. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 350 mg/dl. Customer had nausea, high blood glucose, and was vomiting. Customer had acute kidney acidosis and dehydration. Customer was hospitalized for 3 days and treated with an insulin drip and IV fluids. Customer was off the pump for 2-3 hours prior to the emergency room. Customer stated that they have received a no delivery alarm or motor error alarm. Customer declined further troubleshooting. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to complete functional testing due to prime anomaly. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.